Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using her external devices. A replacement charger was sent to the pt, but did not resolve the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.